Event description:
Additional information received from the consumer indicated that the patient had been to the emergency room twice and was given steroid injections and steroid packs like a ¿z pack.¿ the issue had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s low back was out. It was noted that this was a sudden change in therapy/symptoms. The patient¿s back had been out for a week as of (B)(6) 2016, beginning in (B)(6) of 2016. It was noted that a manufacturer representative (rep) was told by a nurse practitioner that since the patient couldn¿t have an MRI they ordered a myelogram instead. It was unknown if the back issue was device related. The rep provided all known information and didn¿t expect to get any new information. It was noted that the patient had two past mris that were unrelated and for the shoulder and knee. The rep reported that the patient was always the one who insisted on an occipital lead for migraines once he found out it was possible. The patient twisted the doctor¿s arm and was now upset about MRI eligibility. Three neck surgeries, low back surgery, and give discs in the low back that needed to be fused were reported as medical history. The patient opted for the stimulator rather than the fusion so he could put it off as long as possible. The patient explained to the doctor that he had headaches also. He told him let¿s put one in the low back and see what it does and then when an MRI lead comes out for that areas, that they would go ahead and put in another one. Now the patient was told he couldn¿t have one for occipital placement. The patient was also annoyed that he could no longer use adaptive stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.